Event description:
A third-party service agent contacted physio-control to report that their customer's device would not provide defibrillation shocks during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center further evaluated the removed part and observed that the processor, u12, on the biphasic pcb assembly was faulty which resulted in the device to not provide defibrillation energy.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the biphasic module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not provide defibrillation shocks during testing. There was no patient use associated with the reported event.